Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced missing additive. This event occurred five times. The following information was provided by the initial reporter. The customer stated: it was reported that 5 sst's were solid no serum. All 5 sst¿s were solid no serum.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin/fibrin mass were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure fibrin/fibrin mass because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin/fibrin mass. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced missing additive. This event occurred five times. The following information was provided by the initial reporter. The customer stated: it was reported that 5 sst's were solid no serum. All 5 sst¿s were solid no serum.